Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval?: yes. D10/d11: concomitant medical products: returned to manufacturer on: 7/19/2021. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used unit. During the initial visual examination, it was observed that the septum was pushed in to the top body of the q-syte, confirming your reported defect. The unit was then microscopically inspected and found to have no voids in adhesive residue on the top disk and body indicating proper adhesion of the septum at the time of manufacture. No additional damage to the unit was found during the microscopic inspection. The septum may become pushed in due to excessive force exerted on the septum in the clinical environment or during the manufacturing process. Bd was unable to determine a definite root cause since the device had been used. A device history record review could not be performed as the lot number is unknown. H3 other text : see h.10.

Event description:
It was reported that at least one bd q-syte¿ luer access split-septum stand-alone device experienced device damage while still considered operable. The following information was provided by the initial reporter: when flushing an acute cvc, the membrane on the q-syte "disappeared" into the lumen of the q-syte, and the catheter was not flushed. The saline syringe emptied, but not in the catheter. The ward says it has happened to several nurses in this ward.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that at least one bd q-syte¿ luer access split-septum stand-alone device experienced device damage while still considered operable. The following information was provided by the initial reporter: when flushing an acute cvc, the membrane on the q-syte "disappeared" into the lumen of the q-syte, and the catheter was not flushed. The saline syringe emptied, but not in the catheter. The ward says it has happened to several nurses in this ward.